Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation and the reported difficulty to remove were able to be confirmed. The reported difficulty to position was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, mildly calcified, 90% stenosed, distal circumflex. The 2.25 x 18 mm xience xpedition stent delivery system (sds) became stuck in the 7fr guiding catheter during advancement. Resistance was felt upon retraction of the sds from the guiding catheter which resulted in a flared stent strut. Another same size xience xpedition was used successfully for treatment. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.